Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. The lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.